Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a common femoral artery after a diagnostic procedure. Reportedly, there was no pulsatile flow of blood from the marker lumen. Unsuccessful attempts were made to reflush the device. It was thought that the marker port was filling up with fat as the pt was obese. The device was not used and hemostasis was achieved by applying manual compression. There was no reported adverse pt sequela. Though requested, additional info was not provided.

Manufacturer narrative:
(B)(4). The device has been received. The investigation has not been completed.

Event description:
It was reported by service report that the pt right inner panel is cracked, exposing the pcb board. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
(B)(4). Investigation of the returned device found that the plunger was still in the pre-deployed position and there was no slack present on the link. The marker tube appeared normal and the marker port was not occluded. However, when marking patency was performed, the device was not patent. The guide tube was peeled and some dried blood was found at the distal end of the marker lumen. The dried blood was removed and the marker lumen was patent. There was no abnormal observation with the condition of the returned device that could have contributed to the reported complaint. Based on the investigation findings, the device conformed to specification and a root cause related to the device could not be determined. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.